Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and a failed battery test from the insulin pump. The customer's blood glucose reading was 445 mg/dl. The customer stated that he was hospitalized for diabetic ketoacidosis. The customer bypassed troubleshooting for high blood glucose readings. The customer stated that when he changed his battery, he received a failed battery test. The customer was advised that energizer aaa batteries are the most effective for the pump's use. The customer was advised that if the alarm is not cleared, the failed battery test will recur with each new battery inserted. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement battery cap.

Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. The insulin pump had cracked case at the display window corner and minor scratched lcd window.